Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. The monitor's power supply will be replaced. Additional information received indicated that the remote monitor's lights are "flashing" and will not stop despite resetting. The monitor will be returned and replaced. There were no reported patient complications as a result of this event.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no telemetry was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device would not start interrogation. However, after further analysis was performed, this failure disappeared, so a root cause could not be determined.